Event description:
Provider states the right side seat frame is cracked by the third bolt. Provider was advised the frame is no longer available.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.